Event description:
A us distributor returned a battery and reported being unable to power on or charge.

Manufacturer narrative:
The battery was returned for evaluation. Review of battery service record indicates a reportable event. Upon investigation, the battery was unable to power on a monitor or charge due to a depleted battery level. There was no adverse event that resulted from the damaged battery.

Manufacturer narrative:
The battery was returned for evaluation. Review of battery service record indicates a reportable event. Upon investigation, the battery was unable to power on a monitor or charge.

Event description:
A us distributor returned a battery and reported being unable to power on or charge, indicating a potential device malfunction.